Event description:
A customer contacted beckman coulter regarding falsely elevated glucose results generated by synchron lx20 instrument. The customer indicated that elevated glucose results were obtained from multiple pts. The elevated glucose results ranged from 77 mg/dl to 245 mg/dl. The customer indicated the glucose results were reported out of the lab. The customer noticed a shift high in glucose results during qc test on the pm shift. The customer indicated that the instrument was recalibrated and the qc rerun results were within specification. The customer retested affected pt samples for glucose. The repeated glucose results ranged from 67 mg/dl to 208 mg/dl. The customer indicated the amended glucose results were reported. The customer did not provide any info regarding pt treatment that can be attributed to this event.

Manufacturer narrative:
The customer indicated that calibration and qc were within specification at 9:00 am, on the day of the event. The customer indicated that unrelated hardware problems with the instrument were noted approximately 2 hours later. The customer rebooted the instrument. The customer indicated that qc for glucose shifted high at 2:00 pm. The customer indicated that the instrument was re-calibrated and qc was rerun and the results were within specification at 3:00 pm. Patient samples were rerun and corrected results were reported. The customer will monitor qc. A malfunction will be assumed. The root cause of this event is unknown and unknownable.